Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high impedance and high thresholds. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.